Event description:
It was reported that the lead exhibited low impedances of 242 ohms in bipolar and less than 200 ohms in unipolar following open heart surgery.

Manufacturer narrative:
Na

Event description:
A false positive advia centaur cp troponin ultra result was obtained on a patient sample. The patient was admitted to coronary care at a different facility and tested for troponin on their advia centaur. The result was normal. The result was reported to the customer site. The original sample was rerun and the result was normal. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.